Event description:
Customer informed maquet that an ambient light module had detached from a surgical cupola during a surgery. No injuries were reported. The module remained attached to wires and secured to light. (B)(4). Please refer MFR report # 9710055-2013-00021.